Event description:
It was reported the driver tip broke. No further information is available after attempts to receive information were made.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information available, the root cause could not be determined.